Event description:
Fainting, cardiac rhythm problems, hypotension initial information was received on 19 may 2006 from a physician regarding a pt (initials unk) with medical history of poly-osteoarthristis who received an unk munber of synvisc injections on unk date (s). 5 minutes following a synvisc injection the pt experienced fainting lasting for 20 minutes, cardiac rhythm problems and hypotension. The pt was hospitalized at the cardiologic unit. A cardio scan was performed (date unspecified) with normal results. The physician reported that xylocaine was also suspect as he could have been administration in a little blood vessel. At the time of this rpeort the pt's outcome was unk.